Event description:
It was reported that the procedure was to treat instent restenosis in a concentric lesion with 95% restenosis in the ostial of the proximal left anterior descending coronary artery. An unspecified .014" guide wire was advanced to the target lesion. Angioplasty was performed with an unspecified balloon catheter. There was no interaction of devices during advancement. A 3.5x15mm xience pro rx stent delivery system (sds) was advanced toward the lesion and failed to cross due to the anatomy. The sds was withdrawn and outside of the patient anatomy it was noted that the stent was not on the sds. Resistance was noted during advancement and withdrawal due to patient anatomy. Reportedly, the physician felt that the stent got loose while attempting to cross the lesion and pulling the sds back. The stent then dislodged when it was pulled inside of the guide catheter while the guide catheter was still selectively placed in the left main coronary artery. The guiding catheter was removed with the dislodged stent inside and replaced with a new guiding catheter. A second balloon angioplasty was performed with an unspecified balloon catheter and the patient's blood pressure dropped. The balloon catheter was deflated, the speed of the serum through the venus line was increased, and they asked the patient to cough. The patient returned to acceptable levels within a minute. After the necessary efforts to normalize the patient were performed, the procedure was not continued. The xience pro stent delivery system did not cause or contribute to the drop in blood pressure. There was no adverse patient effects and no clinically significant delay in the procedure due to use of the 3.5x15 mm xience pro rx sds. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the us. However, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged/dislocated stent was able to be confirmed. The reported failure to advance the device and the reported difficult to remove the device were unable to be replicated in a testing environment as they are based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.